Manufacturer narrative:
(B)(4). Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The locking bar is compatible with the tibial tray it is packaged with; however, the associated products were not provided. Unable to perform a complete compatibility check. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a total knee arthroplasty was performed with vanguard 360. During procedure, the surgeon tried to insert locking bar to tibial plate. However, he was unable to insert it firmly. Subsequently, another locking bar was used to complete the procedure. No consequences or impact to the patient.